Manufacturer narrative:
An event of deployment deformation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 16mm amplatzer septal occluder was selected for implant. During the procedure, the device deployed deformed, cobra-head shaped. The device was re-sheathed and re-deployed, and continued to deploy deformed. The device was removed from the patient and exchanged for a second 16mm amplatzer septal occluder (lot number unknown) and the procedure was completed successfully with the replacement. The procedure was not significantly extended and the patient remained hemodynamically stable throughout. Post-procedurally, the patient is reported to be stable.